Manufacturer narrative:
A4): patient's weight unk. B6): relevant tests / laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and / or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and / or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the lead giving inappropriate shocks. A right atrial (ra) and a left ventricular (lv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction, and a stiff, straight stylet was placed into the ra lead to provide stability during the extraction. Using a spectranetics 14f glidelight laser sheath, moderate lead on lead binding was encountered under the clavicle. After successfully advancing through the binding site, advancement was made onto the rv lead's proximal coil, using manual power only, just beneath the ra lead. The patient's blood pressure dropped rapidly, and was treated by anesthesia. The procedure resumed, upsizing to a 16f glidelight, and manually advancing to mid way down the lead's distal coil. Blood pressure decreased slightly (supported by anesthesia), and short bursts of laser from the glidelight, coupled with gentle traction, released the rv lead. During placement of a 260 cm wire for re-implantation, the patient's blood pressure declined sharply. Rescue efforts began, including rescue balloon and sternotomy. A 3 inch perforation, extending from the innominate / superior vena cava (svc) junction to the svc lateral wall, was discovered. It was determined that the patient had no lv function and no volume for over 25 minutes, and did not survive. This report captures the 14f glidelight, the device in use in the area of the perforation when the patient's blood pressure first dropped, requiring subsequent intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.